Manufacturer narrative:
Analysis of the pump revealed a miscellaneous low battery reset of undetermined cause. Analysis also found pump motor gear train anomalies of corrosion and-or wear and-or lubrication; and stall due to shaft-bearing.

Event description:
It was reported that a critical alarm was heard on the afternoon of (B)(6) 2015. The patient had a sudden change in therapy effect on (B)(6) 2015 of increased spasticity, and was rigid/stiff. The patient was shaking her head and was running a fever. The patient had a refill 3 weeks ago and the next refill date was for (B)(6) 2015. The patient was to be taken to the emergency room (ER), and it was later reported that the patient went to the hospital on (B)(6) 2015 and was admitted for withdrawal. The pump was interrogated and the pump logs were checked on (B)(6) 2015. Telemetry confirmed a low battery reset and safe state had occurred on (B)(6) 2015, also reported as a ¿premature battery alarm.¿ other symptoms included diaphoresis and pain. The patient was having terrible leg spasms and her legs were ¿jumping¿. The patient was is in severe pain and was having severe spasms. The patient was being given sedation medications like valium. The reporter was told that the battery was bad. The patient had surgery on (B)(6) 2015 to replace the pump. The pump system was being used to infuse lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID: 8703w, lot# l49378, implanted: (B)(6) 1998, product type: catheter. (B)(4).

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.